Event description:
Boston scientific received information that this right atrial (ra) lead is fractured per the physician. The impedance has increased rapidly in past few months. The physician indicated the lead would be replaced. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). All available information indicates this lead is still implanted. This report will be updated if further information becomes available.

Event description:
Additional information was received that the ra lead displayed loss of capture (loc) and pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).